Event description:
The customer reported to customer service that their transformer has a crack in the housing. No injury reported. Upon receipt of the transformer at medela it was found to have a breach in the transformer housing.

Manufacturer narrative:
Customer service sent the customer a replacement power adapter. In f/u with the customer, she indicated that there was a crack in her transformer housing which did not expose the inner electronics. The customer also indicated that she did not witness any smoke, fire or sparking and an injury was not sustained as a result of the issue. The product was received and evaluated. The eval revealed a breach in the housing which did exposed the inner electronics. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual exam of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.98 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.23 ohms, which is normal and indicates that the thermal fuse did not blow.